Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer fan was noisy. Analysis found that the stylus tip position on the touch screen needed calibration. Analysis also noted that the hasp latch display was broken, the rear cover display was broken, the lower bullets assay was broken, the bezel was cracked/damaged, and errors were found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the fan on the programmer was noisy. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.